Manufacturer narrative:
Concomitant medical products: catheter: model 8703w, lot# n22135, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the device was explanted due to infection. It was noted that after pump replacement an infection developed "probably" in 2002. The device system was used to infuse baclofen. Unable to follow-up with contact information provided, no additional information was obtained